Event description:
It was reported to lifecell as follows: the device was implanted on (B)(6) 2012 during closure of open abdomen. During the placement of a wound vac closure on (B)(6) 2012, the device was found torn. On (B)(6) 2012 the device was removed and replaced with another similar device. Patient condition is unknown at this time. Lifecell will send a supplemental report if follow-up information is obtained.

Event description:
This is a follow-up report to include information received from the physician on (B)(6) 2012. It was previously reported that lifecell received a complaint of a female patient of unreported age who underwent closure of her open abdomen on (B)(6) 2012. On (B)(6) 2012 the strattice was found to be ripped down the middle during placement of a vac wound closure device. She was taken to the or on (B)(6) 2012 to remove the 20x40 strattice that was placed on (B)(6) 2012, and replace this with a new piece of 20x40 strattice. This patient had the contributing / related conditions of obesity with a history of multiple abdominal surgeries and open abdomen with contaminated field. She also has 'liver issues.' On (B)(6) 2012 the physician, dr (B)(6), confirmed the patient's abdomen was open between (B)(6) 2012, strattice was kept moist. He felt the strattice tear was most likely a mechanical failure. The patient was performing normal postoperative recovery activities such as coughing and getting in and out of bed. There was no evidence of infection. He feels the current strattice is performing as expected. The patient is currently back at home continuing to recover.

Manufacturer narrative:
Review of the device history record for lot s11055. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s11055. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations associated with the nature of this complaint. Lot s11055 passed all qc release criteria including mechanical testing. To date, there were no complaints reported to lifecell against devices distributed from lot s11055. At the time of the complaint investigation, there were (B)(4) grafts from lot s11055 distributed, (B)(4) of which were reported as implanted. Based on internal investigation the device met qc release criteria. This event involved a serious injury which required surgical intervention due to the failure of the device. Lifecell will file a follow-up report if additional information is received.

Manufacturer narrative:
Lifecell's conclusion remains unchanged.

Event description:
This is a follow up report on MDR submitted on (B)(4) 2012, to include conclusion code. It was reported to lifecell as follows: the device was implanted on (B)(6) 2012, during closure of open abdomen. During the placement of a wound vac closure on (B)(6) 2012, the device was found torn. On (B)(4) 2012, the device was removed and replaced with another similar device. Patient condition is unknown at this time. Lifecell will send a supplemental report if follow-up information is obtained.

Manufacturer narrative:
Method of evaluation (to be specified): review of the device history record for lot s11055. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s11055. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations associated with the nature of this complaint. Lot s11055 passed all qc release criteria including mechanical testing. To date, there were no complaints reported to lifecell against devices distributed at (B)(4). Conclusion: based on internal investigation the device met qc release criteria. This event involved a serious injury which required surgical intervention due to the failure of the device. Lifecell will file a follow-up report if additional information is received.